Manufacturer narrative:
The device was evaluated by ventec where the reported issue of half the lcd touchscreen being distorted and the other half being black was confirmed. Ventec replaced the front case assembly to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was the lcd touchscreen portion of the front case assembly.

Event description:
It was reported that the device needed service. During the device's evaluation, ventec observed that half of its lcd touchscreen was distorted and the other half was black. There was no patient involvement associated with the reported event.